Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: (B)(6). The investigation for this complaint is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device breaks skin grafts. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that the device broken the skin grafts. Subsequently, this caused patient harm and there was delay of 16-30 minutes. The surgery was completed using an alternate device and the problem caused an impact/damage to graft harvest. It was stated that the graft harvest was not able to be used and additional unplanned graft harvest required from the patient.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . On january 21, 2019, it was reported that the device broken the skin grafts. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4), as documented in the repair reports in livelink. Product review of the meshgraft ii by zimmer biomet australia on january 29, 2019 revealed that the calibration was out of specifications and did not produce a passing sample mesh. The handle, bottom roller, and side plates were worn. The cutter had visible marks on the cutter blades. The top handle needed replaced with the non-oil type. Repair of the meshgraft ii was performed by zimmer biomet australia on january 29, 2019 which included replacement of the handle, side plates, roller, cutter, and handle top kit. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the calibration was out of specifications and the device did not produce a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the calibration was out of specifications and the device did not produce a passing sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.